Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve through device tracking. Reportedly, a perceval plus valve size l was implanted in a patient on (B)(6) 2026. Due to a valve dislocation, it was explanted and replaced with medtronic mosaic ultra 25mm during the same day. As reported, patient had challenging anatomy and surgeon decided to suture in a stented valve. Patient did well as further reported.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the further information, patient had a difficult anatomy that it why it was decided to implant a stented valve. There is no indication pointing at any possible malfunction with the device. Furthermore, from the document review performed, no manufacturing deficiencies were noted. As such, the cause of the reported malposition event can reasonably be attributed to the patient anatomy.